Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was unavailable. A functional check and visual inspection were conducted. The reported issue of the pump's "battery needing repair during the investigation due to pump was displaying "1260" error code alarm message on power up when batteries are inserted" was unable to be duplicated. The clock battery was replaced to address the issue. A faulty microprocessor unit board will be replaced as well.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's battery needs to be repaired. There was no reported adverse event.